Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported during a ureteroscopy procedure while removing a stone, the ncircle tipless stone extractor basket broke and a piece fell off in the ureter. The surgeon was able to retrieve the detached piece from the patient contributing to an extended surgery time. The surgeon expressed concern of risk of injury and infection due to this device issue. No section of the device was left inside the patient's body. Additional patient, device and event information has been requested. As reported, there were no adverse effects to the patient due to this device issue.

Manufacturer narrative:
There was an adverse effect of extended surgical time to retrieve the broken part of the device from the patient¿s ureter. Evaluation / investigation: a review of the device history record, documentation, drawings, manufacturing instructions, quality control data, and specifications was performed. A visual inspection and functional testing was also conducted. One device was returned for evaluation. The device was returned with the handle in the closed position. The basket formation had been severed from the coil assembly. The collet knob was not returned. The male luer lock adaptor (mlla) was loose. The polyethylene terephthalate tubing (pett) was not returned. A visual examination noted 8 cm of coil extends from the distal tip of the basket sheath. It was found to be stretched and twisted in appearance. There are severed kinks 45 cm from the distal tip of the basket sheath and again at 68 cm and 100 cm from the distal tip of the basket sheath. The support sheath is bowed in appearance. The support sheath and basket sheath are still adhered. The handle was disassembled. The coil assembly can be manually actuated. Also returned was the partial basket formation which includes 1 wire attached to the distal cannula. The knot is intact. Three of the basket wires are severed at the knot. The three severed wires were not returned for investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and there was one non-conformance noted; a sheath that would not accept a basket. This item was scrapped. A review of complaints revealed this the only complaint that has been received against complaint lot number 7741052. Based on the provided information and the investigation evaluation a definitive root cause for the reported issue could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.